Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the on site inspection, the medtronic representative reported that the x-stage cover was replaced. The replaced cover was not sent back to the manufacturer for further analysis as it was discarded on site. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system would not dock properly. It was observed that the x-stage cover was damaged with several dents. No patient was present during the time of the reported incident.